Event description:
Follow-up was conducted and from the information that was obtained it was further reported that the patient has not been seen in the clinic since the patient services call. However, the patient did send a transmission in (B)(6) 2013 and from that transmission it showed that the device function is normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that their heart rate is dropping below their programmed low rate. It was noted that the patient had checked their blood pressure with a blood pressure cuff and said it has been below 60 bpm (beats per minute). The device remains in use. No patient complications have been reported as a result of this event.